Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, the loading unit was very hard to fire and the other loading unit could not squeeze the handle halfway through firing. They replaced the device to complete the case. There was no patient injury.